Event description:
Report received of the device not sounding an audible alarm while on the low volume setting. The device was returned to the biomedical engineering department with an unsigned note that stated, "low audible alarm doesn't work, but screen flashes." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing by the user facility, the device did not sound an audible alarm while on the low volume setting. However, the device sounded with an audible alarm tone while on the high volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.